Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("yeast infection"), anxiety ("psychological or psychiatric problems condition: depression, anxiety,"), depression ("psychological or psychiatric problems condition: depression, anxiety,"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, migraine, headache, dysmenorrhoea, alopecia, abdominal pain, dyspareunia, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received : reporter added, patient demographic added, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), mood swings, metallic taste in mouth, uti, yeast infection, pelvic inflammatory disease,depression, anxiety, migraines , headaches, dysmenorrhea (cramping), weight gain, hair loss, abdominal pain, back pain, joint pain, dyspareunia. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.